Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a crack on the surface of the pebax. Initially it was reported that there was blood found inside the lumen of the catheter when switching out the ablation catheter during the procedure. The physician did not feel comfortable using the catheter. When the catheter was replaced, the issue resolved. There was no patient consequence reported. Additional information was received. The vizigo small sheath was used. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The catheter pebax was not physically damaged. Picture was provided. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 16-oct-2023 there was a crack on the surface with reddish material inside the pebax. This event was originally considered non-reportable, however, bwi became aware of a crack on the surface with reddish material inside the pebax on 16-oct-2023 and have assessed this returned condition as reportable.

Manufacturer narrative:
The investigation was completed on 16-oct-2023. According to the picture provided by the customer, biological material was observed on the tip and the pebax of the catheter; however no external damages were observed on the device. The customer complaint was not confirmed based on the picture received. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual inspection was performed and a crack on the surface with reddish material inside the pebax was observed. The crack on the surface could be related with the manipulation of the device during the procedure; however, this can not be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿blood found inside the lumen of the catheter¿ and the biosense webster inc. Analysis finding of the ¿crack on the surface with reddish material inside the pebax¿. Manufacturer's reference number: (B)(4).